Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-30, additional information was received from the manufacturer representative (rep). They reported the medication in the pump was dilaudid (6 mg, 2.9 mg/day) and bupivacaine (15 mg, 7.2 mg/day). The catheter and pump will not be returned. The hcp was not requesting analysis as "there is no device malfunction related to this event". No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. Information received reported the patient's pump pocket was inflamed and suspected to be infected. The patient was examined in the emergency room on (B)(6) 2019 and their pump and catheter were to be explanted on the same date. The issue was resolved at the time of this report. The event date was noted to be 2019 (no specific onset date provided). The patient's status was alive - no injury.